Event description:
It was reported that loss of capture was observed due to an exit block. Lead was repositioned successfully. The patient is in good condition.

Manufacturer narrative:
No medwatch form was received.